Event description:
A peritoneal dialysis pt reported when his treatment was completed, he opened the pump door in order to remove the cassette and found that the interior was wet. There is no report of pt ill effect. There is not sample available for evaluation.